Event description:
The pt was getting the error message for about 4 days, but the day of the call, to lifescan they started having "jelly legs" (a symptoms of low for them). They took a glucose tablet and went to their nurse, who checked their glucose level. The nurse's meter result was 5.5 mmol/l (99 mg/dl), which does not reflect a serious injury. They were not given any treatment by the nurse. During troubleshooting, it was verified that the pt's testing technique was correct and that the condition of their test strips was good. They were asked to retest on the meter, but the issue persisted and the meter displayed an error 4 message. This error message on the one touch meter indicates that ther may be a problem with the test strip (the test strip may be damaged moved or removed during testing, or inserted improperly). The nurse and the pt attempted to test on the meter with new test strips, but still received an error 4 message. The pt was sent a replacement meter kit.

Event description:
The pt contacted lifescan and reported that their one touch ultra meter kept giving the error 4 message. There is no allegation of harm or serious injury. The pt was getting the error message for about 4 days, but the day of the call, pt started having "jelly legs". Pt took a glucose tablet and went to their nurse, who checked their blood glucose level. The nurse's meter result was 5.5 mmol/l (oo mg/dl), which does not reflect a serious injury. Pt was not given any treatment by the nurse. During troubleshooting, it was verified that the pt's testing technique was correct and that the condition of their test strip was good. Pt was asked to retest on the meter, but the issue persisted and the meter displayed an error 4 message. This error message on the one touch ultra meter indicates that there may be a problem with the test strip (the test strip may be damaged, moved or removed during testing, or inserted improperly). The nurse and the pt attempted to test on the meter with new test strips, but still rec'd an error 4 message. Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. Therefore, this case is reported as a meter malfunction. The pt was sent a replacement meter kit.